Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address ligamentous laxity and loosening of tibial tray at the cement to implant interface. Unknown cement was used. The patient had a right total attune ps fixed bearing knee. It was unknown when or where the knee was implanted. The surgeon planned to do an insert exchange. The femur and tibial tray were tapped on, and the tibial tray came out easily. The femur was well fixed and retained. The tibial tray was loose based on the taps that caused it to pop up. The patella was also well fixed and retained. Doi: unknown. Dor: (B)(6) 2019, right knee.